Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 86-year-old male noted as high risk coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella implant, the guidewire kinked. A competitor's control wire 0.018 was used instead. There was no reported patient harm.

Manufacturer narrative:
The investigation into product damage (guidewire damage - great vessel) has been completed. The impella device was not returned for evaluation. Clinical details noted that wire kinked when attempting to access left ventricle. No damage was noted on guidewire before insertion. The root cause of the product damage (guidewire damage - great vessel) cannot be definitively determined as limited clinical details on patient's condition were provided and no product was returned to confirm damage. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-21508.